Event description:
The surgeon was dissecting tissue around the pt's aorta during an open heart procedure when the scissors blade broke off at the pivot point. The broken piece was retrieved from the pt's chest.